Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -05.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and significant reduction of irido-corneal angles. . The lens was exchanged for a shorter lens and the problem was resolved.